Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the neuromonitoring signals went bad during the patient implant procedure. The surgeon tried placing the paddle lead a few times and waited for the signals to get better. They did no so he declined for the patient's safely to abort the case. The signals returned to normal after the paddle was removed. The patient was scheduled for a spinal cord stimulator (scs) implant with their laminectomy. The laminectomy was completed and when the surgeon went to place the paddle lead, the patient had issues with neuromonitoring. The issue was resolved at the time of the report, and no device was implanted in the patient.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the signals went bad every time the neurosurgeon placed the paddle lead and then cleared when it was taken out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.